Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused difficulty breathing, coughing, poor oxygen consumption, lung problems and sore throat. The patient did receive medical intervention and reports consulting a pulmonologist, hospitalized several times and having to be on oxygen. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b2 was updated. Section h6 was updated with the appropriate health effect - clinical code and health effect - impact code as well as the type of investigation, investigation findings and investigation conclusions.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to experience throat irritation and poor sleep due to coughing, as well as difficulty breathing/shortness of breath for which they have sought care in the hospital, use of supplemental oxygen and complaints of not getting enough oxygen. There was no medical intervention required by the patient. The reported event of throat irritation and poor sleep due to coughing, as well as difficulty breathing/shortness of breath for which they have sought care in the hospital, use of supplemental oxygen and complaints of not getting enough oxygen and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused difficulty breathing, coughing, poor oxygen consumption, nasal and eye irritation, lung problems and sore throat. The patient did receive medical intervention and reports consulting a pulmonologist, hospitalized several times and having to be on oxygen. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section h6 was updated with the appropriate health effect - clinical code.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused difficulty breathing, coughing and sore throat. The patient did receive medical intervention and reports consulting a pulmonologist and having to be on oxygen. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.